Manufacturer narrative:
A ge representative evaluated the system and replaced the pneumatic spring. System operates as intended. (B) (4).

Event description:
The customer reported the c-arm would not move down after moving to upper limit. No patient injury was reported.